Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the right ventricular lead exhibited loss of capture. It was noted that the patient had a ventricular escape rhythm. The lead also exhibited high, out-of-range pacing impedance. No other electrical anomalies were noted. The patient was brought into clinic and the lead was reprogrammed.